Event description:
It was reported during in clinic follow up that the lead had dislodged. The lead was explanted and successfully replaced. There were no patient consequences.

Event description:
Additional information was received noting that the atrial lead was picking up and oversensing ventricular signals. Fluoroscopy was performed and confirmed dislodgement.